Event description:
On (B)(6) 2018 I opted for a lasik procedure on both eyes. I came out of the procedure being able to see 20/15. However, I noticed that I began having trouble seeing and driving at night. I see glares and halos around all lights. I began to see double. All objects around lights seem to "ghost" and have a shadow. I went to my dr to discuss these issues and I was given a prescription for eye glasses. The glasses did not help with any of the higher-order aberration symptoms. It seems my only options at this time are to live with the symptoms or risk another surgery which I was told by my dr could potentially make it worse. FDA safety report ID# (B)(4).